Event description:
It was reported that the left-side lead was broken. Surgery was scheduled to replace the lead. The device tracking system indicated that the whole left-side system was replaced. The pt outcome is unknown. Further info is being requested from the hcp.